Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high. Cause was not known. Customer administered an insulin injection to address bg. A system check was performed with technical support, and no issues were identified with the cartridge, infusion set tubing or insulin. No issues were identified with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.